Manufacturer narrative:
06-jun-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Metal pin on the white toothbrush has broken off...brush head falls off from the pin - oral-b [device breakage]. Case narrative: male consumer via phone stated that the metal pin on the white oral-b toothbrush broke off and the oral-b toothbrush head fall off from the pin mid-brushing. No injury was reported. 12-may-2023 case update: the concomitant product lot was h8353. No injury was reported.

Event description:
Metal pin on the white toothbrush has broken off. Brush head falls off from the pin - oral-b [device breakage]. Case narrative: male consumer via phone stated that the metal pin on the white oral-b toothbrush broke off and the oral-b toothbrush head fall off from the pin mid-brushing. No injury was reported. 12-may-2023 case update: the concomitant product lot was h8353. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.